Event description:
It was reported a loss of aspiration occurred during use. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left lower limb vein. An embolism was noted in the iliac vein. The course of disease was 7 days according to the patient. An angiojet solent omni catheter was selected for use in an acute deep vein thrombosis (dvt) procedure. The device ran in thrombectomy mode for approximately 70 seconds; however it was noted that the catheter filled with gas and the backflow of blood was not obvious and the blood was severely blocked. The physician decided to stop the console's activity. There was no visible damage on the catheter and there was no liquid in the pump. No error message displayed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy with an unidentified .035 inch guidewire inside of the device. The guidewire was able to be removed with no issues or resistance. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present outside and inside the device. The attached waste bag was cut-off and not returned for analysis. Visual inspection presented no damage or irregularities to the device. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy and 60 seconds in power pulse mode. The device ran within normal range (10.35 kpsi), without any aspiration issues, leaks from the device or console errors/alarms. Inspection of the device presented no damage or irregularities.

Event description:
It was reported a loss of aspiration occurred during use. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left lower limb vein. An embolism was noted in the iliac vein. The course of disease was 7 days according to the patient. An angiojet solent omni catheter was selected for use in an acute deep vein thrombosis (dvt) procedure. The device ran in thrombectomy mode for approximately 70 seconds; however it was noted that the catheter filled with gas and the backflow of blood was not obvious and the blood was severely blocked. The physician decided to stop the console's activity. There was no visible damage on the catheter and there was no liquid in the pump. No error message displayed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.